Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ ae: extensive eccymosis/hematoma. It was reported that a physician using the perclose proglide device, achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post-procedure, the pt experienced extensive eccymosis of the right groin resulting in a small quarter size hematoma (<6cm). Manual pressure was held for 15 mins and the hematoma resolved the same day. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Study event.